Manufacturer narrative:
An event of aortic stenosis and valve explant were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On an unknown date in 2014 a 23mm trifecta valve was implanted. On an unknown date the patient presented to the hospital where an echocardiography was performed. The echo confirmed aortic stenosis. The valve was explanted on an unknown date. No patient consequences were reported. No additional information will be provided.